Event description:
It was reported by the biomed that there was an over infusion of "unwanted bolus". No further information was available of the event. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : unique identifier (UDI) #. Additional information : device eval by manufacturer?, imdrf annex a. G, b, c, d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported over infusion was not observed during the review of the logs or replicated during testing of the suspect pump module « no anomalies were observed with any of the electrical or mechanical components ¿ on 29 june 2024 at 9.52.06 am, the suspect pump module s/n 14424013 was attached to the pcu and the suspect module was programmed/started a drug ID 1 (unknown), rate 200 ml/h, and a vtbi of 100ml primary volume infused (pvi) was recorded as 0 ml and secondary volume infused (svi) 0 ml. O at 9 54:05 am, the pump module was turned off o the total volume infused was 0 784ml ¿ it was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log it is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected ¿ inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. ® inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ® pcu error logs showed no error codes associated during the reported timeframe ® the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2) the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported by the biomed that there was an over infusion of "unwanted bolus". No further information was available of the event. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.